Event description:
It was reported that the patient presented to the clinic with arrhythmia and dizziness. The patient's pulse generator was unable to be interrogated after several attempts and electrocardiogram (EKG) showed the pacemaker had no voltage output. The pacemaker was deactivated and a new dual leadless pacemaker was implanted. The patient was stable throughout.